Event description:
Procedure: cholecystectomy according to the reporter: a piece of little plastic fell from the bag onto the table when opening the cover bag. Surgery was not extended by 30 minutes. Doctor discovered the problem by hand feel/visual.

Manufacturer narrative:
(B)(4).